Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain in her groin, thighs, and hip areas; clicking and grinding of the implant when walking and going to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; migraines; nausea; metallosis; bursitis; and cobalt and chromium metal toxicity. Update: (B)(6) 2011 rep reported the revision surgery. Reason for revision is unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.